Manufacturer narrative:
Information has been updated based on information received in MDR (B)(4).

Manufacturer narrative:
(B)(4). It is not clear if the device will be available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Per medwatch received from FDA: the patient had a vp shunt palced on (B)(6) 2017 and later revised on (B)(6) 2017. She had altered mental status and neurosurgery felt the shunt was malfunctioning. She declined clinically and the shunt was revised. The shunt tissue showed curvularia spp (one colony was seen) and light growth came from the fungal culutre of the "shunt body fluid." Unclear if this mold infection was present on the vp shunt or how it entered the patient. As reported by email from the FDA, the patient experienced a cns infection (bipolaris) that involved 6 various procedures with 9 catheter evd sets with bactiseal.

Manufacturer narrative:
(B)(4). A review of the device history record for lot hd6970 found no discrepancies when the device was released to stock on the 3rd august 2017, expiry date 31st july 2018. Product passed all post sterilization inspection. At present, we consider this complaint to be closed.